Manufacturer narrative:
Device 21 of 38. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that upon visual inspection of products prior to use, 38 wafers from an unknown number of market units had an off-centered starter hole. The end user removed her wafers from the original boxes and stored them in a bin. The products were not used. No photo is available at this time.